Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to urinary incontinence. Following insertion the patient experienced constant pain and restriction of activities like walking, pain during intercourse, and it feels like a screwdriver is pushing through my vaginal wall. It was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh broken through vaginal wall and had an align and bard pubovaginal retropubic sling implanted. It was reported that patient underwent removal of scar tissue and a vaginal biopsy. No additional information was provided.